Event description:
As reported by the edwards field clinical specialist [fcs], the patient expired one week post transapical tavr procedure. Per report, at the beginning of the case, a short rapid pacing run was initiated during dynact spin in order to achieve co-planar angles. Blood pressure dropped slightly, and the patient was slow to recover post pacing run. Status post bav and rapid pacing run, the patient's systolic blood pressure dropped slightly 75/unk mmhg, and again the patient was slow to recover from the rapid pacing run. Systolic blood pressure was about 101 mmhg prior to valve deployment. Post valve deployment and rapid pacing run, the patient developed severe hypotension. Epinephrine and vasopressin were administered, and CPR was initiated. Arterial blood pressure mean of 45 was noted. During continuation of CPR and pharmaceutical hemodynamic support, a 50cc 8fr intra aortic balloon pump [iabp] was inserted into the right femoral artery. The iabp was augmenting 1:1, CPR discontinued and the patient's blood pressure increased, and was noted to be 127/66mmhg, hr 97bpm. The apical incision was closed, and the iabp remained in place prophylactically. Prior to fcs leaving the or, the iabp was not augmenting blood pressure because at that point, the patient's own blood pressure had stabilized to 120/59, hr 81. Approximately two weeks post tavr, the valve clinic coordinator informed the fcs that the patient was removed from life support and expired that same day. There was no stroke, the cause of death was hypoxic ischemic encephalopathy. She stated that the patient was ¿unresponsive and never woke up after the procedure." The event was attributed to coronary ischemia and severe hypotension, most likely related to rapid pacing runs.

Manufacturer narrative:
The alert date for the onset of this event was corrected to reflect the implant date.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, in addition to the procedure itself, patient factors [extensive coronary disease likely contributed to the patient¿s inability to recover from the rapid pacing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.